Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. Reasonable evidence suggests no therapy was able to be provided due to fracture associated with the perforation.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient and was unable to deliver the required therapy as result. The rv lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.